Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. The forceps were stuck in the instrument channel tube. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in "evis lucera jf/tjf type 260v operation manual chapter 4, ¿operation¿ section 4.2, ¿using of endo-therapy accessories.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had forceps that became stuck inside the instrument channel tube. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.